Event description:
It was reported that the user experienced signal loss between the ilet and a paired dexcom g7 continuous glucose monitor (cgm) sensor while glucose readings continued to display on the dexcom app, consistent with a communication failure of the cgm integration component. No adverse clinical symptoms reported. Outcomes included no health impact and no medical intervention. User support included customer care troubleshooting and education, which directed the user to toggle the cgm setting on the ilet, restart the ilet, disable the phone¿s bluetooth, and allow time for the cgm to reestablish connection. Investigation of this case revealed a probable transient bluetooth communication disruption between the ilet and the cgm transmitter without hardware damage or persistent malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a temporary connectivity issue attributable to external communication conditions.

Manufacturer narrative:
Initial.